Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer stated that the mrx is failing operational checks during the "leads ECG check". The device was in use and there was no reported patient/user impact.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Serial number not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that the mrx is failing operational checks during the "leads ECG check". The device was not in use and there was no reported patient/user impact.